Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for (B)(4) lot no: 06345057. The device history record and package insert were also reviewed. The product was not returned so that the wear could be measured and analyzed.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00237.

Event description:
Allegedly revised due to pain and high ions.